Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location:http://www.ncbi.nlm.nih.gov/pubmed/21236628

Event description:
It has been reported that following their knee arthroplasties, three patients were revised due to tibial loosening.

Manufacturer narrative:
This report is being amended to reflect changes. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.